Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a vns pt had a suspected lead fracture and high lead impedance readings with increased seizure intensity and duration. Follow-up with the physician's office revealed the pt has frequent drop attacks/falls and convulsions due to her seizure type. The pt also does repetitive movements with her arm crossing midline frequently, and this is believed to be contributing to the high impedance. The increased seizures are felt to be due to the vns high impedance and also possibly mismanagement of klonopin medication at home. A battery estimate performed yielded 5.69 years remained on the vns generator. The vns has not been disabled at the reporter's discretion. Vns revision surgery is planned for (B) (4)2010, but may occur sooner.

Event description:
Reporter indicated the patient had vns lead and generator revision surgery. The explanted lead and generator have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned vns generator and lead. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. A portion of the lead assembly was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product analysis was performed on the returned lead portions. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. Inner tubing openings were observed in two areas along the body region of the returned lead, exposing conductive portions of the quadfilar coil. Other than tubing openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
It was later reported via clinic notes received that the patient experienced agitation upon waking up from the seizures, which was likely related to the resulting loss of vns therapy from the lead fracture. The notes indicated that during the surgery, several fractures were noted within the lead.